Manufacturer narrative:
Product analysis summary: a non-medtronic inflation device was received with the complaint device. There was a longitudinal crack on the front of the luer. Mould lines were visible on the back of the luer. The balloon folds were open. Blood/contrast was visible inside the balloon. The device failed negative prep. Upon pressurization of the device, liquid was noted exiting through the crack on the luer. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was stated that the luers of both devices were inspected prior to attaching inflation device, with no issues noted.the luers of both devices were connected to the non-medtronic inflation device during negative prep. The luers of both devices were connected directly to a non-medtronic inflation device when the issues occurred. No difficulties were noted when attaching the luers to the non-medtronic inflation device. The cracks were not noted prior to attaching to the non-medtronic inflation device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use two sprinter legend rx ptca balloon catheters to treat a lesion. There was no damage noted to the packaging. There were no issues noted when removing the devices from the hoop. The devices were inspected with no issues noted. Negative prep was performed with no issues noted. Excessive force was not used during delivery of the first balloon (pli 10, 218691036). It was reported that the first sprinter legend balloon (pli 10, 218691036) cracked/fractured at the hub during inflation under nominal pressure. The balloon was removed from the patient without issues. It was reported that the second sprinter legend balloon (pli 20, 218398784) was then inflated under nominal pressure and a crack in the hub of the device occurred. The second balloon was not used in the patient. It was noted that this balloon was used with same inflation device as the previous balloon. The patient was reported to be alive with no injury.